Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage/bleeding. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: investigation results the stonetome device was not returned; however, a media analysis was performed based on the photo provided by the complainant where was possible to observe the cutting wire kinked. No other problems with the device were noted. According to the media analysis performed, it was possible to observe the cutting wire was kinked. This problem could be caused by operational factors, such as manipulating the device through difficult anatomy, the used technique for the device manipulation or by the interaction between the device and the scope (hitting against a hard surface). Also, the reported hemorrhage, major is known and documented in the labeling and all reasonable steps have been taken as adverse events potential complication. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a stonetome was attempted to be used in the papilla during a procedure performed on (B)(6) 2025. During the procedure, when an incision in the papilla was made, it resulted in bleeding, and it was difficult to stop the bleeding. When the device was removed from the forceps opening, the blade was bent. A metallic stent was placed for hemostasis to stop the bleeding and completed the procedure. No further information was received despite good faith efforts. Note: a photo of the device was provided by the complainant and showed that the cutting wire was kinked.